Manufacturer narrative:
The customer's strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results: qc 1: 2.4 inr, qc 2: 2.4 inr, qc 3: 2.4 inr . The obtained qc values were in the allowed range of the used combination master lot strip lot qc lot. (1.8 - 2.6 inr). All measurements were without error messages. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
The customer questioned inr results for 15 patients tested on a coaguchek xs meter with serial number (B)(4) compared to the stago neoplastine laboratory method. Based on the data provided, the results for 1 patient were discrepant. The result from the meter was 4.0 inr. The result from the laboratory within 7 hours was 2.8 inr. The sample for the meter was drawn from an existing saline port located on the patient's chest with a plastic syringe that did not contain anticoagulants. The sample was applied to the test strip within 30 seconds. The customer did not expel the first 4 drops. Product labeling states venous samples can be obtained from a venous line. If venous samples are collected by venipuncture, discard the first four drops of blood. The patient's therapeutic range is 2.0 - 3.0 inr. No medical treatment was necessary. There was no allegation that an adverse event occurred. The patient is in stable condition. The patient was not experiencing any bleeding or bruising. The patient had no changes in diet, health or other medications. The patient does not have antiphospholipid antibodies and is not taking any other anticoagulants. Onboard qc results were within range. The test strips were requested for investigation. Relevant retention test strips (lot 368880) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.